Event description:
It was reported, there was loss of capture which resulted in pauses greater than five seconds duration. The patient required emergent pacing system revision. The leads were replaced and remain implanted but out of service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4965-25 implantable pacing lead implanted: 2009 (B)(6); addrs1 implantable pulse generator (ipg) implanted: 2009 (B)(6). (B)(4).